Event description:
While requesting assistance with programming and insulin pump functions, the customer reported that she had a blood glucose level of 43 mg/dl. During a follow up call to complete troubleshooting, customer's blood glucose level was 227 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.